Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose of 25mg/dl. Customer treated with juice and cheese. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer was advised to monitor their high blood glucose and call back if further assistance is needed. No further details given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners, stained end cap sticker, loose/shifted end cap sticker and stained address/serial number label.